Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Attempts to retrieve additional information from the customer are in progress. If additional information becomes available, this report will be supplemented accordingly. The device history record (DHR) was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported the device "continues to have an error message check irrigant ". The issue occurred during an unspecified procedure. No harm was reported. No patient harm, no user injury reported as the result of the event.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted the reported issue of ¿continues to have an error message check irrigant ¿ was not able to be duplicated , however review of device fault log found an error 400 ref 26 (reported error) showed ten (10) times in the log. This error indicated/generated if a turis electrode is attached and activated without a saline solution being present or there is an electrode connection fault. Furthermore, unrelated to the reported issue, the following findings/defects were observed during device inspection: missing d cover, missing four (4) legs and cut on key pad noted. Minor scratches observed on housing. Additionally, a functional test performed on the device, including 2-hour burn in test and device passed the required specifications and output test. Device noted to be running software v3.03. Follow up is in progress to gather additional information regarding the event reported. To date, no response received from the customer. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.